Event description:
Additional information received identified the patient's infection has reportedly resolved.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: product testing will not be performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient developed an infection at his scs ipg site. The patient was taken back into the or on (B)(6) 2015 at which time his pocket site was irrigated and the patient was started on IV antibiotics. Cultures taken indicated the patient had a staph infection. The patient continues to be treated with ongoing antibiotics and will follow up with his physician to determine any necessary further action to address the issue.